Event description:
It was reported that the patient underwent surgical intervention for "external leak of cerebrospinal fluid." The patient was experiencing persistent spinal leaks and seroma formation. The pump contained morphine sulfate, bupivicaine, baclofen and clonidine. The patient recovered without sequela.